Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. The patient reported their device is not working right. The patient said they attempted to start a bolus and it seems to go through for a while and then they get a weird screen they have never seen before. The patient described the screen as a spinning gear making a circle with little lines and then out of the blue, they get some other message they haven't seen before- service code 156. The patient stated the issue started yesterday or the day before that. The patient services specialist (pss) walked the patient through resetting the communicator three times and clearing the data on their handset. The patient was able to successfully connect to the implanted pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed up to 8 boluses a day. The patient stated that every once in a while, then stated, actually on a fairly regular basis, the handset started to slow down the process of delivering a bolus, and sometimes the lag occurred even before 90%. The patient stated that they thought they needed to do a reset on some part of the device to speed it up. The agent walked the patient through closing all apps and clearing data. The agent had the patient do it twice because the agent believed the patient tapped clear cache the first time. Afterwards, the patient tried to connect to the pump, and it was stuck on 63% and then they saw not found and no pump response. The agent reviewed best practices for connecting to the pump after which the patient was able to connect to the pump without a lag issue and was in an expected lockout as they had just delivered a bolus before calling in. The patient was going to monitor the issue and call back if further assistance was needed.